Event description:
It was reported that a left lateral tibial plateau procedure was performed on a male in his 50s. The surgeon was drilling with the 2.5mm drill bit to implant cortex screws for the 3.5mm locking compression plate proximal tibia plate when the drill bit broke off in the patients bone. A piece of the drill bit was left in the bone and was not retrieved. The procedure was completed with a like or similar product and there was no delay of surgery time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device history record review showed there were no mrr¿s, ncr¿s, or complaint related issues with this complaint. Device manufacture date reported as november 14, 2012, november 16, 2012, and november 27, 2012. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The drill bit was received with most of the flutes broken off. The instrument conformed to specifications at the time of manufacturing and passed synthes incoming inspection. The material, hardness, and diameter for the product were verified as correct. One 2.5mm drill bit/qc/gold/110mm (part 310.25, lot u163989) was received for evaluation with complaint category broke. The returned drill bit was returned with the distal tip fracture mid flute. The fracture is angled at approximately 20 degrees which implies off axis forces caused the drill bit to bend and ultimately break. The product drawing was reviewed during this evaluation. The drill bit is made from 440a stainless steel which is an appropriate material for a drill bit. The design is a standard two flute design, with appropriate heat treatment, passivation and titanium nitride coating. The drill bit is designed to drill a hole of 2.5mm diameter. The design is adequate for its intended use and did not contribute to this complaint condition.